Event description:
It was reported from norway that a controller e-fault was reported. There was no visible contamination. A pin inside the connector was blackened. A driveline/controller connector cleaning procedure was performed. The pump was off less than 2.5 minutes. The patient tolerated the pump off time "very well." There was no effect on the patient. This is report 1 of 2.

Manufacturer narrative:
After further review, this event has already been reported under 3007042319-2015-00484. Therefore, no further reports will be forthcoming under 3007042319-2015-00514. This is one of two reports (3007042319-2015-00514 and 3007042319-2015-00515) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. (B)(4). The pump and driveline remain implanted and therefore are not available for analysis. (B)(4). It was indicated that the controller is not being returned for analysis. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00514 and 3007042319-2015-00515) submitted for devices related to the same event. Device remains implanted.